Manufacturer narrative:
The carefusion failure analysis technician evaluated the main coldfire pcb and found bent pins on j2 connector while trying to install to front panel for investigation. Cannot continue with investigation due to damage of this connector.

Event description:
The customer reported that while in patient use the ventilator gave low peak inspiratory pressure. The patient was removed for the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
(B)(4). Following the completion of FDA audit on 10/31/2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.